Manufacturer narrative:
A logfile review shows the reported treatment could be identified in the logfile. The treatment was aborted after a warning message during bed cut. The message indicates the treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment. So the reported issue is not caused by the system or the used patient interface. The root cause is user handling the root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported vacuum was lost during flap creation of the left eye. The patient interface was exchanged and the treatment was completed with no patient harm.